Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system broke. The following information was provided by the initial reporter: the patient went to the bathroom, wiped and the IV snapped at the catheter hub leaving the catheter in the patient¿s vein. Additional information received on 16-july-2023 I was out of the office sick last week. See below product compliant from st joes in bellingham, wa. Contact is michelle henderson. St. Joe¿s recently had an incident with the bd diffusics 20g catheter, lot# 308803. The patient went to the bathroom, wiped and the IV snapped at the catheter hub leaving the catheter in the patient¿s vein. Product was not kept for review. I would like to submit a formal concern related to this. Have there been reports of like occurrence or lot issues reported?

Manufacturer narrative:
D.4. Medical device lot #: lot# 308803 was reported, however, this is not a lot # manufactured for the reported catalog # 383592. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system broke. The following information was provided by the initial reporter: the patient went to the bathroom, wiped and the IV snapped at the catheter hub leaving the catheter in the patient¿s vein. Additional information received on 16-july-2023. I was out of the office sick last week. See below product compliant from (B)(6). Contact is (B)(6). (B)(6) recently had an incident with the bd diffusics 20g catheter, lot# 308803. The patient went to the bathroom, wiped and the IV snapped at the catheter hub leaving the catheter in the patient¿s vein. Product was not kept for review. I would like to submit a formal concern related to this. Have there been reports of like occurrence or lot issues reported?